Manufacturer narrative:
Customer service was unable to get the meter serial number from the customer before she disconnected the call. It's not possible to determine the manufacture date without a serial number.

Event description:
The customer stated that she tested her blood glucose using 2 contour meters. One meter read 266 mg/dl, while the other read 131 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer ended the call before any more information could be obtained. No product will be returned for evaluation.